Manufacturer narrative:
E2: correction.g2: correction, remove other.a review of the device history record showed the device had a manufacture date of 09/22/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the serial number (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.the root cause for the reported issue that dexmedetomidine hydrochloride 50ml bottle was infused at double the rate was not determined because no product or device logs were returned.the reported issue could not be confirmed; no product or device logs were returned for investigation.

Event description:
It was reported from the operating room that dexmedetomidine hydrochloride 50ml bottle was infused at double the rate. The intended rate was 50ml/hr. There was no patient harm. Although requested, no additional information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that dexmedetomidine hydrochloride 50 ml bottle was infused at double the rate. The intended rate was 50 ml/hr. There was no patient harm. Although requested, no additional information was provided.